Manufacturer narrative:
Pending evaluation.

Event description:
On or about (B)(6) 2010, the patient successfully underwent a left total knee replacement surgical procedure at the hospital for special surgery (hss) located at 535 east 70th street, new york, ny 1002. Upon information and belief, during the course of this surgery, the patient was implanted with the knee system including the tibial liner, which was designed, manufactured, sold and/or distributed by defendant exactech, inc. On or about november of 2018, the patient experienced severe and worsening pain in his left knee, and was subsequently diagnosed with a failed left total knee arthroplasty with aseptic loosening of the femoral component and marked periprosthetic osteolysis. On (B)(6) 2022, the patient was notified via written correspondence by hospital for special surgery (hss), that portions of the knee system, manufactured by exactech, inc., were recalled due to the defective nature and failure of the product; specifically, the tibial liner was recalled. As a consequence of the foregoing failure of the knee system including the tibial liner, designed, manufactured, sold and/or distributed by defendant exactech, inc., the patient sustained severe and permanent injuries; he was required to undergo multiple permanent and painful revision surgeries, including the removal and re-implantation of a replacement prosthetic knee; he has required many months of hospitalization, physical therapy, and other care; he has and will continue to be bedridden; he has and will continue to experience severe and permanent pain; and he has and will continue to suffer severe and permanent complications, impairment, nerve damage and other injuries to the left knee.

Manufacturer narrative:
D10. Concomitants: optetrak logic tibial tray (02-012-41-4030, (B)(6)). Optetrak logic tibial insert (02-012-35-4011, (B)(6)). Optetrak 3 peg patella (200-02-35, (B)(6)). H3. The revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant(s) and the bone. The cause and extent of the tibial insert wear and osteolysis cannot be determined because the revised components were not returned for evaluation and no images or radiographs were provided. Initial submission: fields f6-f9 should be blank, this is a manufacturer's report.

Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2010 due to osteoarthritis. They underwent left knee revision surgery on (B)(6) 2018, approximately 8 years 2 months post primary procedure. Revision op report postoperative diagnosis: failed left total knee arthroplasty with aseptic loosening of the femoral component, marked periprosthetic osteolysis, and sever pain and synovitis. There was clear catastrophic wall of the medial aspect of the polyethylene tray with fragmentation of the polyethylene and there was gross aseptic loosening of the femur, which completely debonded from the cement. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.